Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) on (B)(6) 2017. The hcp reported that this patient's device was checked for the first time by this clinic in (B)(6) 2016. At that time, a lead safety switch (lss) was identified on the right atrial (ra) lead due to low pacing impedance. The patient was enrolled in latitude and the patient had just connected the communicator within the last couple of days. There was another latitude transmission for lss; however, the daily measurements were within normal range. Ts commented that there was a daily measurement with a less than 200 ohms ra pacing impedance. Additionally, there were some episodes prior to lss with ra electrogram noise. Ts suspected that these clinical observations represent a primary ra lead issue. No additional information was available from the field representatives. The available evidence suggests tht this lead remains in-services at this time.